Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer resolve issue prior to contacting tandem technical support. Customer's blood glucose was 108-126 mg/dl.